Event description:
It was reported via facility medwatch report mw5116438 that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified third obtuse marginal branch coronary artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during inflation at 11 atmospheres, the stent balloon was unable to maintain pressure. Multiple attempts were performed in reinflating the balloon and it was fully deflated after approximately 20 seconds and was slowly removed from the patient. Since the distal edges of the stent were already deployed, a 2.5mm x 143cm x 8mm balloon catheter was used to post dilate the stent. The procedure was completed; however, it caused some delay in the procedure. No patient complications were reported, and the patient was in stable condition post-procedure.